Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolopexy surgical procedure, the monopolar curved scissors (mcs) broke off inside the body cavity and could not be removed. The problem was resolved by removing the forceps along with the port. The procedure was completed.

Manufacturer narrative:
On 3/10/2026, information was obtained stating that the procedure was completed and RMA number was provided. On 3/16/2026, the following information was provided: the instrument and accessory were inspected prior to use and no damage or abnormalities were found at that time. No fragments of the device fell inside the patient during the procedure. The instrument was used for about 2 to 3 hours before the issue occurred. The surgeon did notice functionality issues with the instrument during the operation, but there were no collisions with other instruments or hard materials. The surgeon did not provide an opinion on the root cause of the damage. The instrument was removed during the procedure prior to breakage, but it is unknown whether the wrist was straightened before removal. No post-operative imaging tests were performed to check for retained fragments. There was no patient injury due to the event, and no follow-up visits for foreign object complications have been reported. The instrument is available for return, and no photographs or video recordings are available for review. On 3/24/2026, intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed.

Event description:
Refer to h11 for follow-up information.